Event description:
A hospital in (B)(6) reported via an fph sales representative that an mr290 autofeed humidification chamber was cracked at the dome. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the chamber dome was cracked on the side of the chamber dome, above the bracket. No other damage was found. A lot check revealed no other complaint of this nature for lot number 120523. Conclusion: the reported crack damage is most likely due to impact. Every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).